Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (15 mg/ml, 4.531 mg/day), baclofen (60mcg/ml, 18.124 mcg/day), fentanyl (75 mcg/ml, 22.655 mcg/day) via an implantable pump. It was reported that the patient was admitted to the hospital with concerns of overdose by a family member. The patient was responsive, however was not acting normal. A dye study was successful and catheter was patent. A MRI was scheduled. The patient's dosage was reduced 15% from 4.5 mg/day of morphine to 3.8 mg/day. The issues was not resolved at the time of this report. The patient's weight was asked but unknown. The patient's medical history was asked but not available. The patient was alive with no injury at the time of this report. Additional information was received from the rep on 2021-jun-17. A family member thought it was an overdose and he got a call from the physician confirming that it likely was. There was an error on the fentanyl, they think they may have mixed it based on milligrams instead of micrograms. Now they plan to get the old drug out and put the correct concentration drug in the pump. They reviewed steps for and sent instructions for performing system contents removal procedure. Additional information was received from the healthcare provider (hcp) via a company representative (rep) indicating the patient was diagnosed with signs of overdose by the hospital physician. It was reported that there was no device issues and a dye study performed on (B)(6) 2021 and was successful. The pharmacy was contacted on 2021-06-17 regarding the issue and it was determined by the supplying pharmacy that after checking their paperwork, they had provided the incorrect concentration of fentanyl. The prescription, syringe label and pump setting all reflected mcg's as ordered by the managing physician, however the actual concentration mixed was mg's. The managing physician lowered the infusion rate to minimum rate. On 2021-06-18 the managing physician removed existing drug with incorrect concentration from the pump and performed a full system contents removal procedure and replaced it with the new drug and prescribed concentration s.

Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.